Manufacturer narrative:
It was reported that during a hemiarthroplasty surgery with polarstew uncemented femoral stem, the head broke while implanting. The affected tandem ceramic head, used in treatment, was returned and evaluated. A lab analysis conducted during this investigation noted that visual inspection showed the femoral head fractured into multiple fragments. Visual analysis of the female taper bore surfaces of the head fragments showed metal transfer, and indicated the most likely fracture initiation site was near the gage point region. Additional cracks near the apex were observed as well. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. Some potential causes of the reported event could include but are not limited to procedural/user error, improper size of device used or material in use. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during a hemiarthroplasty surgery, with polarstew uncemented femoral stem, tandem lntl bipolar head used, the head broke while implanting. S&n backup device available. No more information provided yet.